Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having some pain in their hip. Thought the head was wearing through the poly. Upon examination, the head was wearing on the side of the poly. The s rom 18x13x160 30 std stem was removed and version was changed in the stem. Surgeon would like to have poly examined to see if any manufactures issues. Doi: (B)(6) 2017, dor: (B)(6) 2020, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.